Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two damaged items at (B)(6) hospital: damaged posterior augment ref (B)(4) ¿ no longer sits in femoral trial securely. Worn femoral punch ref (B)(4) ¿ distal tip is mis-shapen and worn down and no longer fit for purpose. Identified by ssd.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Event description:
Additional information received indicated that a small plug on augment did not sit securely into the femoral trial and seemed loose or more susceptible to falling off. The "v" of the extractor tip was worn down and disfigured.